Event description:
On 03/07/2008, the patient reported that for the past 1.5 weeks he had been experiencing elevated blood glucose in the 400 mg/dl range. His normal blood glucose range is 100-140 mg/dl. Symptoms of elevated blood glucose are dry fruity taste in his throat. He boluses to lower elevated blood glucose. He did not have the infusion device with him to troubleshoot. He switched back to his previous infusion device. Upon follow-up in 2008 the patient stated that his blood glucose returned to normal after switching to his previous infusion device. He was unable to troubleshoot at the time of the follow up call. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.